Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for high rv defib impedance was triggered for the right ventricular (rv) lead. It was noted that in clinic testing could reproduce variation in defib impedance with arm movements. The rv lead remains in use. No patient complications have been reported as a result of this event.